Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. An increase in impedance and capture threshold was also seen. A lead fracture was suspected. No intervention was reported.